Event description:
The customer reported that the ac power or batt charge leds were not lit.

Manufacturer narrative:
The customer reported that the ac power or batt charge leds were not lit. The unit was evaluated locally, and the failure was verified. Replacing the power supply resolved the failure.